Event description:
It was reported that the tip of the device broke off in the joint. Took patient to get x-rays. Once x-rays were developed, surgeon decided to finish the case. However, the surgeon had to create a new anterior portal. Surgeon searched for the broken tip for 45 minutes. He then extended the posterior incision and was able to find the tip. The tip was retrieved from the joint. Case: rotator cuff repair.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, this type of event is most likely caused by use of excessive force and/or prying/leveraging the device against bone or other instruments during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected, but not yet received.